Event description:
Additional information was received stating the manufacturer representative noted the power cord was not secured properly in the aluminum housing at the base of the navigation system. The cord was able to move and the connection to the hard wired cord was not unplugged but slightly loose. The manufacturer representative properly seated the plastic cord stop into the housing and made sure the connection to the internal cord was secure. It was noted the likely cause of the issue was the power cord was able to move enough to cause a loose connection to the internal plug to plug connection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event. Updated to include additional information that was not previously included. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from the representative. The manufacture representative was on site and noticed the power cable internal connection was loose. A self test tool was performed and it was observed that the camera cart and main cart battery off wall power had 80-85% charge remaining and 10 min time remaining. The carts powered up as intended with multiple reboots.

Manufacturer narrative:
A manufacturer representative was on site and noticed the power cable internal connection was loose. Then a self-test was completed and it was noted both carts powered up as intended. A system checkout was not completed because under this record as a full system checkout was completed under another unrelated event that occurred during the same time frame. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported the system unexpectedly shut down. The site was able to wiggle the power cord where it plugs into the system and the system powered back on expect for the camera cart monitor. The procedure was able to be completed with the use of just one monitor. This issue occurred intraoperatively and caused a 5-minute surgical delay. There was no reported impact on patient outcome.